Manufacturer narrative:
It was reported that the patient was experiencing power switching events. Two controllers ((B)(4)) and six batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to the controller during the analysis of the units. Results revealed that the electrical connections between the batteries and controller were stable. Log files analysis of controller, (B)(4), did not reveal any anomalies during the reported event date. Log file analysis of controller, (B)(4), revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer is investigating momentary disconnections additional system component being reported for this event: brand name: (B)(4)- controller. Serial#: (B)(4)- battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Correction: g; g4-initial report date is 6/14/2017. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Additional devices: (B)(4) - controller / catalog number 1407de / expiration date: 06/30/2017. Yes, device returned to manufacturer on 06/27/2017. No, evaluation anticipated, but not yet begun. Labeled for single use?: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 06/30/2017. Yes, device returned to manufacturer on 06/27/2017. No, evaluation anticipated, but not yet begun. Labeled for single use?: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 06/30/2017. Yes, device returned to manufacturer on 06/27/2017. No, evaluation anticipated, but not yet begun. Labeled for single use?: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 06/30/2017. Yes, device returned to manufacturer on 06/27/2017. No, evaluation anticipated, but not yet begun. Labeled for single use?: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 06/30/2017. Yes, device returned to manufacturer on 06/27/2017. No, evaluation anticipated, but not yet begun. Labeled for single use?: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 06/30/2017. Yes, device returned to manufacturer on 06/27/2017. No, evaluation anticipated, but not yet begun. Labeled for single use?: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 05/31/2017. Yes, device returned to manufacturer on 06/27/2017. No, evaluation anticipated, but not yet begun. Labeled for single use?: no. (B)(4).

Event description:
It was reported that log file analysis showed possible power switching with controller 1.0. The controller and batteries will be changed during the next routine visit in two weeks. No patient complications have been reported as a result of this event.